Event description:
As reported, after connecting this pressure monitoring set to the patient's radial artery, the pressure values obtained (75/47 mmhg) differed significantly from the preoperative non-invasive cuff measurement (135/85 mmhg). No abnormal alarms or alerts were observed. The pressure monitoring set was replaced with a new unit, after which normal pressure readings (143/88 mmhg) were obtained. The patient did not receive any treatment based on the inaccurate readings. There was no allegation of patient injury. The device was available for evaluation; however, it has not been received yet.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.